Event description:
It was reported that the healing collar would not seat due to the threads being off. Procedure was completed using another healing collar.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: patient ID not provided. Age or date of birth: patient age not provided. Weight: patient weight not provided.

Manufacturer narrative:
One (1) heal collar 3.5x4.5, 5mm (hc345) was returned for investigation. Visual evaluation of the as returned product identified no obvious signs of deviations. However, when tried into stock tsv the threads would not engage. Functional testing was not performed due to the nature of the device and event. The product could not seat. Therefore, the reported event was recreated. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (universal). The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use ¿ zimmer dental healing collars, healing screws, surgical cover screws, temporary gingival cuffs, and temporary abutments for use with zimmer dental implant systems, ifu9658 rev 2-10/19. Information identified: indications and warnings per the applicable IFU, improper techniques and overloading may lead to device failure. DHR review: DHR review was completed for the subject lot number (2020070136). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2020070136) for similar events and one (1) other complaint was identified (B)(6). Review completed utilizing keywords: does not seat post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not seat) or product (hc345). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.